Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer performed supply changes and then resumed insulin deliveries or cleared the alarm without performing a supply change to resolve the occlusions. Blood glucose level was not impacted. Tandem technical support educated the customer in possible causes of occlusions (kinked cannula, inflammatory response at the site area, or blockage in the tubing) and using pump supplies per labeling.